Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a device upgrade procedure. During operation, the physician had difficulty putting the connector sleeve over the left ventricular lead. This issue was resolved with a new connector sleeve. The physician then had difficulty connecting the lead to the device header, but was able to do so with troubleshooting and implanted the lead. The patient was in stable condition.